Event description:
It was reported that the cement is still liquid after mixing. Patient was treated for a fracture with vertecem v cement and the surgeon noticed that the cement was still liquid forty minutes after mixing at room temperature. No further information was provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The mixing system was returned to us and does not display any obvious signs of user error. The item was then sent back to the manufacturer and no indication of a problem was found. No product fault could be detected and all records indicate that the product was manufactured to specifications. The manufacturing documents were reviewed and no complaint related issues were found. Retention samples of the concerned lot were examined in our laboratory and we were unable to duplicate the delayed hardening behavior. The hardening times described in the IFU are guideline values and are based on the trial set-up used to determine the charts. It is therefore impossible to fully rule out the occurrence of deviations during surgery. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. As the complaint condition could not be replicated, we cannot fully rule out the occurrence of deviations during surgery and therefore the complaint condition is related to the technique used to mix this cement.

Manufacturer narrative:
Vertecem plus, v+ is not sold or distributed in the u.s. However, it is like or similar to product sold in the u.s.